Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory also indicated unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos) on the right ventricular (rv) lead. The rv lead will be reprogrammed and remains in use. No further patient complications have been reported as a result of this event.